Manufacturer narrative:
Reported event: an event regarding altr/ abnormal ion level involving a metal head was reported. The event was confirmed via clinician review. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical information by a clinical consultant indicated: this inquiry reports failure of a total hip arthroplasty approximately 7 years after implantation due to trunnionosis and adverse local soft tissue reaction. Revision was carried out. I can confirm that this event took place since I am able to review the stryker stickers and the operation report. Regarding the possible root cause of this event, I cannot determine it with certainty. Trunnionosis and adverse local soft tissue reaction is a well-known complication and its causes are multifactorial including surgical technique and other factors. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient's hip was revised due to adverse local tissue reaction. Trunnionosis was found when the head was removed, with blackening on both sides of the junction. Clinician review of provided medical records confirmed the event of revision surgery for failure of a total hip arthroplasty approximately 7 years after implantation due to trunnionosis and adverse local soft tissue reaction. Regarding the possible root cause of this event, I cannot determine it with certainty. Trunnionosis and adverse local soft tissue reaction is a well-known complication and its causes are multifactorial including surgical technique and other factors. The exact cause of the event could not be determined. Further information such as return of the device is needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her left hip on or about (B)(6), 2013 and was revised on (B)(6), 2020. It is further alleged that she suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in her blood. *update on 10-nov-2021 per medical review: "[...] The preop diagnosis was failed left hip arthroplasty due to adverse local tissue reaction. The postop diagnosis was the same. [...] Trunnionosis was found when the head was removed, with blackening on both sides of the junction. [...] "

Manufacturer narrative:
Reported event: an event regarding abnormal ion level involving an unknown metal head was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her left hip on or about (B)(6) 2013 and was revised on (B)(6) 2020. It is further alleged that she suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in her blood.